Event description:
The customer reported that the vent would not pass post. The mallinckrodt customer support engineer (cse) verified the vent is failing post and no audio and visual alarm is present. The cse replaced the dci boad, mega cpu board and the utility panel harness. The unit passed extended self testing. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.